Event description:
It was reported that there was a shocking/jolting sensation. Actions required as a result were hospitalization, explant and replacement. Impedance testing was done. A visual exam of the implantable neurostimulator (ins) revealed fluid in the connector block of the battery. The patient had experienced burning and shocking from the battery site up through her face and head about a month prior to this report. Patient was sent to the emergency room but released after symptoms resided an hour and a half later. The ins and adaptor were replaced on (B)(6) 2013. Patient symptoms were burning sensation and pain at the pocket, left side of the implant. Additional information has been requested.

Event description:
It was confirmed that the patient has not experienced the reported symptoms since the device was replaced. She was receiving appropriate therapy. The device was going to be retrieved so it can be returned to the device manufacturer.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 64002, lot# n274406, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: adapter. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387-40, lot# j0519620v, implanted: (B)(6) 2006, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3550-29, product type: accessory. Analysis of the implantable neurostimulator found the battery was at normal end of life and there was no telemetry/output. All circuits passed the connector block leakage test. Analysis of the adaptor found no significant anomaly. Analysis of the plug/boot found no significant anomaly.

Manufacturer narrative:
Concomitant medical products: product ID 64002, lot# n274406, implanted: (B)(6) 2011, explanted: (B)(6) 2013. Product type: adapter: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3387-40, lot# j0519620v, implanted: (B)(6) 2006. Product type: lead: product ID 748251, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 748251, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension. (B)(4).